Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of the r waves. It was also observed that r waves have decreased since implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.